Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that "the intellivue multi measurement server x2 displayed the error message "speaker malfunction inop". The device was used for monitoring at the time of the alleged malfunction. No death or patient / user harm or injury was reported.